Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on problem code updated to a non-complaint. Please disregard initial reporting under MFR# 3004753838-2019-24106.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.